Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the hospital, lead dislodgement issue was observed on the rv lead. During the procedure, the lead spiral could not be rotated. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of lead dislodgment and rotation difficulty was confirmed in the laboratory. Lead helix was partially extended and slightly bent and the cause of the reported events were due to the bent helix. The damage found was sustained during the surgical procedure. The lead was otherwise normal.